Manufacturer narrative:
Block b5 has been updated based on the additional information provided on october 21, 2025. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 9cm malignant colonic tumor during an endoscopic colon stenting procedure performed on (B)(6) 2025. During procedure, the stent was managed to be fully deployed. However, it was noticed that there were ruptured zones in the stent, and since the stent had already been deployed, it could no longer be retrieved. The procedure was completed with this stent the patient was left with the damaged stent inside. Future observations are required since it is possible that the patient might have a perforation or bleeding due to the stent rupture zones. The patient's condition was stable at the end of the procedure, and there were no complications reported as a result of this event. Additional information received on october 21, 2025: it was later confirmed that the patient's anatomy was tortuous and deformed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 9cm malignant colonic tumor during an endoscopic colon stenting procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and deformed. During procedure, the stent was managed to be fully deployed. However, it was noticed that there were ruptured zones in the stent, and since the stent had already been deployed, it could no longer be retrieved. The procedure was completed with this stent the patient was left with the damaged stent inside. Future observations are required since it is possible that the patient might have a perforation or bleeding due to the stent rupture zones. The patient's condition was stable at the end of the procedure, and there were no complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: only the handle of the delivery system was returned for analysis, the wallflex stent was not returned. Visual inspection of the device found the inner sheath and the outer sheath kinked. Additionally, media analysis was performed on a photograph provided by the complainant where it can be observed that the stent wires were broken. Product investigation confirmed the reported event of stent break based on media analysis. However, there is not enough evidence to determine whether this event was due to the physician's manipulation during the procedure or related to a device malfunction. Additionally, the investigation concluded that additional observed events of inner sheath and outer sheath kinked were most likely caused by procedural factors, including the application of excessive force and/or improper handling and manipulation of the device during use. Based on all available information, the investigation selected the most probable root cause of cause not established.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 9cm malignant colonic tumor during an endoscopic colon stenting procedure performed on (B)(6) 2025. During procedure, the stent was managed to be fully deployed. However, it was noticed that there were ruptured zones in the stent, and since the stent had already been deployed, it could no longer be retrieved. The procedure was completed with this stent the patient was left with the damaged stent inside. Future observations are required since it is possible that the patient might have a perforation or bleeding due to the stent rupture zones. The patient's condition was stable at the end of the procedure, and there were no complications reported as a result of this event.